Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had issues with their stimulator where it was at a normal rate and they would be walking when suddenly the stimulation would turn up really high and stay like that for a while. They weren't sure if something was wrong with their device and wanted to meet with a representative. They confirmed they had adaptive stimulation. They stated that the issue doesn't happen right away and that it could happen 10 minutes into a walk. They said that when they were walking their dog all of a sudden the stimulation would turn up really high. A couple of weeks ago the patient changed from their everyday program to a different program because their original program was bothering them when they were laying down- it seemed like it was too high suddenly. They thought program a was stronger than normal and program e doesn't help them much and wasn't enough for them. They tried program e for a week but switched back to program a last week. No further complications reported.